Event description:
A patient got burned around the liver during a gall bladder surgery.

Manufacturer narrative:
The hosp would not release patient info, this is the reason section a is blank. The product was returned, decontaminated and investigated. The returned handpiece had severe burn damage on the insulation tube at the distal end and the o-ring was also damaged. The hand piece did mechanically function. There was not enough info received to determine the condition of the o-ring prior to use, because of this, the root cause can not be determined. It is determined that if a device is used for cautery with an o-ring in this condition it has a higher chance of not providing enough insulation protection. The renew hand piece instructions for use contains precautions; item 3 states, do not use hand piece if the o-ring located at the distal end of the shaft appears worn, damaged or missing. No issues were found on the device history file.